Event description:
It was reported that during a device change out procedure, it was noted there was a possible insulation breach on the atrial lead. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr203b implantable pulse generator (ipg) (B)(6) 2001. (B)(4).